Event description:
It was reported that component damage and leaked on (B)(6) 2025 the patient underwent an enhanced CT exam, and while playing high pressure injection of contrast agent there was a sudden fracture of the heparin cap, blood gushed out, and the medication sprayed out, the patient was reassured, and the heparin cap and contrast agent were re-replaced. No obvious injury was caused.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer did not return the sample. Judging from the customer's usage scenario, our product is not suitable for high-pressure use and should not be used in the CT room by the customer. 2. Query batch record information: 1) complaint batch number#: 3136767 was produced on the prn manual assembly line, with a production date of may 2023. In may 2023, it was packaged on an m860 packaging machine. The total amount of this batch of products is 439k. 2) check the process inspection and shipment inspection reports of this batch of products. The test results all meet the product standards and there are no abnormalities. 3) check the production records and machine maintenance of this batch of products. There should be no abnormalities, deviations or rework activities. 3. Tests were conducted on the retained samples of the same batch, and the test results were qualified. 4. Root cause analysis: comprehensive analysis: this product is not suitable for high-pressure use. It is recommended that customers use appropriate products to reduce similar situations. 5. The factory will continue to pay attention to this issue.

Event description:
No additional information is available.